Event description:
A report was received that the patient underwent a pocket revision because the wound needed to be dehisced due to swelling. No infection suspected. The patient was doing well post-operatively.